Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿development and validation of a user friendly morphology grading system (patent) predicting aortic remodelling after thoracic endovascular aortic repair in high risk uncomplicated type b aortic dissection¿ shen y, wang j, zhao j, huang b, weng c, wang t eur j vasc endovasc surg (2024) 68, 579e587 https://doi.org/10.1016/j.ejvs.2024.07.004 a.2 median a.3 average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿development and validation of a user-friendly morphology grading system (patent) predicting aortic remodelling after thoracic endovascular aortic repair in high-risk uncomplicated type b aortic dissection¿ the time frame of this study was over an eleven year period. Valiant stent grafts were implanted in the endovascular treatment of type b aortic dissections. 351 patients were included. Patient mortality was reported of which 19 patient deaths were deemed aortic related. No further information was provided pertaining to medtronic products